Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump passed the dat at 0.08715 inches. Pump error 4 and 53 found in the pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an over delivery and multiple pump error. Customer¿s blood glucose was 21 mg/dl. The current blood glucose was 170 mg/dl. Customer treated with food for low blood glucose. Troubleshooting was performed for pump error and the customer stated that they are able to rewind the insulin pump. Customer was alleging the insulin pump because there are some errors in insulin pump. The insulin pump will return for the analysis.